Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11.

Event description:
The following was reported to hamiton medical ag: during pre-operative tests, unit did not complete pre-operative check. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during pre-operative tests, unit did not complete pre-operative check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the tightness test failed, and the device alarmed with release valve defective during preoperational check. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. To address the issue, a check valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the check valve assembly, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: during pre-operative tests, unit did not complete pre-operative check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during pre-operative tests, unit did not complete pre-operative check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the tightness test failed, and the device alarmed with release valve defective during preoperational check. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. To address the issue, a check valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the check valve assembly, as no further issues have been reported. Follow-up 3 - additional information: the entry fields g6, and h11 have been updated. The follow-up 2 submission failed due to *duplicate report is found for this supplement report*.